Manufacturer narrative:
(B)(4). The reported event could not be confirmed. No device or photos were received; therefore the visual and dimensional inspection were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. It is noted that the patient has sarcoma which may have been a contributing factor. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product: cust compr 28 mm hmrl hd, cat# cp561961, lot# 246970. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04108. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised from a custom stemmed proximal humeral body approximately three and a half years post-implantation due to loosening and bone fracture. All available information has been received.